Manufacturer narrative:
Damaged data cable. Inspection revealed the white wire of the data cable had been severed, and further damage was observed to the insulation of the blue wire indicating the cable had been trapped and potentially damaged during assembly of the device casings. The damaged data cable did not affect the unit¿s ability to deliver shock therapy, as demonstrated during the investigation.

Event description:
Device does not connect to computer. No patient involvement.